Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 6.9; lab: 5.4. Date: 2008; inratio: 5.6; lab: 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 6.9; lab: 5.4; mean: 6.15; confident limits: cannot be determined. Date: 2008; inratio: 5.6;lab: 3.5; mean: 5.0; confident limits: 2.8-7.2. As per internal procedure tr#0150 rev.2 for test #1, the inratio and lab confident limits cannot be determined. Test #2 the inratio and lab values are within the confident limit. The product will be investigated.